Event description:
There were two vasc bands used post procedure, the first band was applied to the distal right radial site. Patient noted with a severe hematoma. The second band was placed after swelling above the first band. Compartment syndrome was reported, and subsequent surgical intervention was reported. This report is also associated to uf/importer report # 2134812-2019-00046.